Event description:
The articulating part of the screw head does not line up properly with the shaft causing the screw shaft to rotate off center. The screws were not used and extra screws were available to complete the procedure. Patient outcome: no adverse event reported.

Manufacturer narrative:
Qty = 1. Lot no. 486880; qty = 4. Lot 525250.